Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter separation occurred. The target lesion was located in the liver. An 18/30 expel large capacity drainage catheter was placed for percutaneous drainage. During the two week follow up visit, it was noted that the catheter was broken into three pieces (proximal, middle and distal). The catheter was removed without any additional interventions. No patient complications were reported and the patient was fine.

Manufacturer narrative:
E1. Initial reporter address (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Unit returned in a generic plastic bag, the unit returned has catheter broken, as part of overall visual revision. The returned device matches with upn provided by the customer. The device was returned in three separate sections with evidence of cracks along the device and pigtail, also, the device has a section damage with a knob, no other damages or anomalies were noted.

Event description:
It was reported that catheter separation occurred. The target lesion was located in the liver. An 18/30 expel large capacity drainage catheter was placed for percutaneous drainage. During the two week follow up visit, it was noted that the catheter was broken into three pieces (proximal, middle and distal). The catheter was removed without any additional interventions. No patient complications were reported and the patient was fine.